Event description:
While monitoring a pt ECG during pt transport, the device reportedly displayed excessive artifact. The facility reported there were no adverse affects to the pt resulting from the alleged failure, because the device was being used for purpose of routine monitoring.